Event description:
It was reported while unloading the empty stretcher, the stretcher allegedly did not engage with the safety hook and lowered from the ambulance deck. The incident resulted in the load frame wheels being broken. There was no allegation of malfunction of the safety bail being a contributing factor to the incident. There was no patient involvement or injuries associated with the incident. An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The broken load frame wheel was confirmed. The load frame was removed and replaced. The stretcher was then tested and returned to service.